Event description:
A medtronic representative reported that synergy cranial software was slow and unresponsive when building/editing 3d models, there was a delay when using the thresholding bar. There was no patient present when this concern was identified.

Manufacturer narrative:
Patient information not provided as no patient was involved in this concern. Software investigation not completed at time of this report.

Manufacturer narrative:
The computer was replaced in the system, resolving the issue. The suspect computer has not been returned to the manufacturer for further analysis due to (B)(4) privacy restrictions. Unable to determine root cause.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. The initial boot was successful. Both cranial and spine applications launched successfully. No issues were found with the ram. The hard drive smart data reported one bad sector pending to reallocate which may have caused the reported issue. The reported event was confirmed and the most likely cause was a malfunction with the hard drive.